Event description:
The manufacturer received information alleging a trilogy 202 ventilator experienced a power fail and the battery not charging. There was no harm or injury reported. There was no reported patient involvement. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy 202 ventilator experienced a power fail and the battery not charging. There was no harm or injury reported. There was no reported patient involvement. The device was returned to the manufacturer's service center and during the evaluation the service technician the complaint is not confirmed. It is noted that the device did not experience a power fail, and that the batteries are not charging due to the device's faulty power supply. The service technician states that the power supply was replaced to resolve the issue, and the ventilator passed all final testing. No further investigation is required. The section h coding has been updated.